Event description:
Reporter alleged blood glucose device had been dropped, there is a crack in the bottom of the base, and thought there was a short in it as well. It was determined by the manufacturers' evaluation department that the 3rd contact pin was melted. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.